Event description:
The customer stated that he was hospitalized after experiencing a diabetic coma. Prior to the event, the customer had programmed a bolus for pizza that he had eaten. The customer does not remember driving to his father's house. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement, high pressure and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.